Manufacturer narrative:
Per tandem's t:slim user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer loaded a new cartridge and reported seeing a "+60" on the pump insulin gauge. Reportedly, the customer filled the cartridge with 120 units of insulin. Tandem technical support (cts) advised the customer that per the t:slim user guide, any (+) value is correct, and that after 10 units of insulin are delivered, an actual number will be displayed; customer acknowledged. The customer's blood glucose (bg) level was 333 mg/dl. Reportedly, customer did not actively address bg. As the event occurred in the past, troubleshooting was unable to be performed.